Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2002048) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity since 2000 and mercury sensitivity since 2000. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pruritus (seriousness criterion medically significant), feeling cold ("constantly feeling cold"), arrhythmia ("arrhythmia"), palpitations ("palpitations"), tendonitis ("tendinitis"), musculoskeletal pain ("joint or muscle pain"), erythema ("redness"), alopecia ("hair loss"), nausea ("nausea"), gluten sensitivity ("gluten intolerance"), food intolerance ("food intolerance - meat, anything that is smoked"), bronchitis chronic ("chronic bronchitis"), cough ("cough"), asthma ("asthma"), ear disorder ("ear issue"), nasal disorder ("nose issue"), pharyngeal disorder ("throat issue"), vertigo ("vertigo"), paraesthesia ("tingling"), feeling of body temperature change ("hot-cold sensations"), fatigue ("chronic fatigue"), iron deficiency ("iron deficiency"), visual impairment ("visual problems") and depression ("depression") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pruritus, feeling cold, arrhythmia, palpitations, tendonitis, musculoskeletal pain, erythema, alopecia, nausea, gluten sensitivity, food intolerance, bronchitis chronic, cough, asthma, ear disorder, nasal disorder, pharyngeal disorder, vertigo, paraesthesia, feeling of body temperature change, weight increased, fatigue, iron deficiency, visual impairment and depression outcome was unknown. The reporter considered alopecia, arrhythmia, asthma, bronchitis chronic, cough, depression, ear disorder, erythema, fatigue, feeling cold, feeling of body temperature change, food intolerance, gluten sensitivity, iron deficiency, musculoskeletal pain, nasal disorder, nausea, palpitations, paraesthesia, pharyngeal disorder, pruritus, tendonitis, vertigo, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity since 2000 and mercury sensitivity since 2000. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pruritus (seriousness criterion medically significant), feeling cold ("constantly feeling cold"), arrhythmia ("arrhythmia"), palpitations ("palpitations"), tendonitis ("tendinitis"), musculoskeletal pain ("joint or muscle pain"), erythema ("redness"), alopecia ("hair loss"), nausea ("nausea"), gluten sensitivity ("gluten intolerance"), food intolerance ("food intolerance - meat, anything that is smoked"), bronchitis chronic ("chronic bronchitis"), cough ("cough"), asthma ("asthma"), ear disorder ("ear issue"), nasal disorder ("nose issue"), pharyngeal disorder ("throat issue"), vertigo ("vertigo"), paraesthesia ("tingling"), feeling of body temperature change ("hot-cold sensations"), fatigue ("chronic fatigue"), iron deficiency ("iron deficiency"), visual impairment ("visual problems") and depression ("depression") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pruritus, feeling cold, arrhythmia, palpitations, tendonitis, musculoskeletal pain, erythema, alopecia, nausea, gluten sensitivity, food intolerance, bronchitis chronic, cough, asthma, ear disorder, nasal disorder, pharyngeal disorder, vertigo, paraesthesia, feeling of body temperature change, weight increased, fatigue, iron deficiency, visual impairment and depression outcome was unknown. The reporter considered alopecia, arrhythmia, asthma, bronchitis chronic, cough, depression, ear disorder, erythema, fatigue, feeling cold, feeling of body temperature change, food intolerance, gluten sensitivity, iron deficiency, musculoskeletal pain, nasal disorder, nausea, palpitations, paraesthesia, pharyngeal disorder, pruritus, tendonitis, vertigo, visual impairment and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.